Event description:
It was reported that during a procedure using the super multivac 50 icw wand, part of the tip of the wand detached and was lost inside the pt; the surgeon was unsuccessful in retrieving the detached piece. The procedure was completed without further delay or pt complication, as a result of this event.